Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient in cardiac arrest, the device was unable to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device logs indicated that the device displayed a red "x" for two months prior to the reported incident. In accordance with our labeling, the device should be tended to when displaying a red x and is an indication it is not ready for use. Review of the device logs also provide evidence that the device was in a low battery condition prior to the event. This report has been attributed to user error and not a device malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for return of the suspect product. Despite multiple attempts to contact the customer we have been unsuccessful in obtaining the device for evaluation.